Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant of this cardiac resynchronization therapy defibrillator (crt-d), as rvs was noted, however, the shock electrogram (egm) showed a pause in pacing. The patient was noted to be pacemaker dependent, however, the pause in pacing did not result in greater than two seconds of asystole. Boston scientific technical services (ts) discussed pause was likely due to potential air bubbles in the header that would dissipate. No adverse patient effects were reported. This product remains implanted and in service.